Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced pocket erosion. The patient had an active infection, and the implantable cardioverter defibrillator (ICD) was exposed through the skin. The ICD and lead were explanted, and during the procedure the patient had a drop in blood pressure but remained stable. The patient was in stable condition after the procedure.